Manufacturer narrative:
Product analysis: the device was returned with the red safety tab still removed and kinks observed to the device. The device was confirmed from the strain relief. The stent was exposed at the distal end of the device, the distal tip of the stent was broken, as no radiopaque markers could be observed. A kink was observed on the gold outer sheath, adjacent to the blue outer, which measured approx. 13.7cm from the strain relief, and another kink on the gold outer sheath at approx. 23.5cm. An attempt was made to rotate the deployment wheel, but it was inoperable. The handle was opened, and the pull cable had detached from the silver-coloured sheath. The silver outer sheath was skived back to reveal the stent, the remaining stent was measured and approx. 105mm of the stent was rem aining. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was implanting an everflex entrust for treatment of a 300mm calcified plaque lesion with chronic total occlusion in the mid right superficial femoral artery (sfa). The artery was 5mm in diameter with moderate tortuosity and severe calcification. A non-medtronic sheath and a 0.018" non-medtronic guidewire was used. The vessel was pre-dilated with a 5mmx100mm device. The lock pin was checked for securement and removed once stent was in position. The device was prepped as per the IFU with no issues identified. It was reported that the stent catheter was advanced from retrograde tibial access, resistance was met at proximal anterior tibial artery, once wire rail was created, stent advanced to sfa and deployment began. Thumbwheel stopped turning, stent broke in half and stent catheter was removed from body. Part of the stent deployed and broke inside the patient, the remaining part of the stent was removed with the stent catheter. There were no attempts to remove the part of stent that was already deployed. The delivery system was safely removed. Additional access was obtained in antegrade fashion with a non-medtronic sheath, another stent was placed from this access site to overlap uncovered area and smooth out broken part of stent. There was no vessel damage noted.